Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 39 x 80 palmaz genesis balloon expandable stent .035 opta-pro balloon came off the balloon. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines, and no difficulties were encountered during preparation. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The balloon was not inflated or partially inflated prior to inserting the sds into the catheter. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was advanced or withdrawn. The intended procedure was targeting a calcified subclavian lesion. Vessel tortuosity was present. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 39 x 80 palmaz genesis balloon expandable stent .035 opta-pro balloon came off the balloon. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines, and no difficulties were encountered during preparation. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The balloon was not inflated or partially inflated prior to inserting the sds into the catheter. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was advanced or withdrawn. The intended procedure was targeting a calcified subclavian lesion. Vessel tortuosity was present. The device will be returned for evaluation. An additional device was returned in error. Two non-sterile ¿long gen / pro 39 x 80 bil 80¿ devices were received for analysis coiled inside of a clear plastic bag. The devices were unpacked to proceed with the product evaluation. The returned units were identified as number one and number two to perform a separate evaluation. Unit # 1: a thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon does not have the stent mounted and it was not returned for analysis. The balloon arrived deflated with the manufacturing pleating. The stent strut marks are observed, and no other outstanding details were noted. Unit #2: a thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon does not have the stent mounted and it was not returned for analysis. The balloon arrived deflated with the manufacturing pleating. The stent strut marks are observed, and no other outstanding details were noted. The balloon surface of the two units were inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloons surface indicating that the devices complied with the stent crimp process. The reported ¿stent dislodged¿ could not be confirmed during analysis of the returned devices, it cannot be determined if an intentional deployment occurred or if the stent dislodged on its own as no procedural images were provided and the stents were not returned with the delivery systems. An additional device was returned for analysis with no mention in the original event description. The exact cause of the reported event cannot be determined. The stent strut impressions were observed on the surface of both balloons verifying a proper crimping process during manufacture. No anomalies were noted on the device during analysis that may have contributed to a dislodgement of the stent. Therefore, based on the information for review, and without procedural films to review it is difficult to draw a clinical conclusion between the device and the reported event. Procedural and handling factors may have contributed. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 39 x 80 palmaz genesis balloon expandable stent .035 opta-pro balloon came off the balloon. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines, and no difficulties were encountered during preparation. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The balloon was not inflated or partially inflated prior to inserting the sds into the catheter. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was advanced or withdrawn. The intended procedure was targeting a calcified subclavian lesion. Vessel tortuosity was present. The device will be returned for evaluation. An additional device was returned in error.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 39 x 80 palmaz genesis balloon expandable stent .035 opta-pro balloon came off the balloon. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines, and no difficulties were encountered during preparation. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The balloon was not inflated or partially inflated prior to inserting the sds into the catheter. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was advanced or withdrawn. The intended procedure was targeting a calcified subclavian lesion. Vessel tortuosity was present. The device will be returned for evaluation. An additional device was returned in error.